Event description:
It was reported a bad clutch assay or clutch error. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 9-may-2022 via email and attached to complaint object: no patient involvement. The issue was found during annual maintenance not during patient use. When trying to do the force sensor check, the unit would not reach the desired range. Unit would also not pass the force sensor calibration. The unit would ?slip out" of position when higher force was placed on the plunger driver.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing both tamper seals and had top case cracked on right corner, bottom case cracked in battery bay. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear causing clutch halves to slip on the lead screw. Replaced lead screw, clutch spring and both clutch halves. Normal wear, parts are 11 years old. The cause of the reported problem was traced to the components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 3500-500 . D4: correction: model number: 3500.